Manufacturer narrative:
Complaint number (B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Discarded by facility.

Event description:
The procedure was tt approach for bilateral pvi and box lesion creation in the left atrium. As the doctor was attempting to dissect heavy adhesions around rspv with mid1 lumitip wolf dissector, he detected bleeding coming from the area of dissection. The decision was made to convert procedure to open chest on pump. After the chest was open, the tear was found around rspv/la juncture and repaired. Bilateral pvi was performed and connecting lesions were created. Atriclip was used to perform ligation of laa. Patient left or in nsr and is recovering well.